Event description:
The following information was obtained through medwatch report and maude database on mar. 11, 2022. Report number: mw5107278. The event description was: "patient ordered contacts off of (B)(6) to wear and this led to ocular inflammation which could lead to scarring and vision loss. Eye exam showed severe corneal and conjunctival inflammation from contact lens use. FDA safety report ID # (B)(4)."

Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.